Event description:
The sinus guide catheter was introduced into the left frontal sinus under endoscopic visualization and inflated. After deflation, it was removed and inflated in the right frontal sinus twice. The device was thought to be fully removed before attempting to insert a vortex irrigation device. The vortex was not able to be inserted through the f70 guide. Fluoroscopic visualization was used, and the two markers on the balloon were visible. All devices were withdrawn from the pt's sinus. The distal portion of the balloon catheter was discovered to be within the distal portion of the guide catheter. At this point, the procedure continued on with the use of a frontal stratus device being deployed. The case was completed with no adverse outcome to the pt.

Manufacturer narrative:
Reports from the acclarent representative present at the case indicated balloon to shaft separation. The 7x24mm relieva solo balloon catheter device was returned to acclarent for inspection on (B)(6) 2009. Failure analysis confirmed the failure mode of shaft separation. The distal portion of the device was returned in a condition that suggested the balloon was still inflated, prior to the attempt to remove it from the guide catheter. A sample device was inflated, pulled to failure, and found to yield similar results. During this laboratory analysis, this specific type of failure mode was only found to occur not by deflating the balloon prior to removal, in conjunction with retracting the device against resistance. The published instructions for use (B)(4) warns against either circumstance. A review of the lot history records showed that the lot related to this device met all specifications. Laboratory analysis with a sample device yielded the same results. The root cause of this type of failure has been identified as "removal of the balloon catheter, prior to deflation." There was no adverse outcome to the pt. Corrected date: the info submitted by north memorial health was printed on an outdated FDA 3500a form. The incorrect name of the device was listed as, "relieva stratus deployment guide." The correct device name for this report is "relieva solo balloon catheter", and has been updated on this form.